Event description:
The patient was implanted with a left ventricular assist device (lvad). The manufacturer received user facility report (B)(4) from the (B)(4) registry indicating that the patient underwent a pump exchange from one lvad to another lvad.

Manufacturer narrative:
The manufacturer was unable to conduct an analysis of the pump as the explanted device was not returned for evaluation. Based on the information available, a direct correlation between the device and the reported infection could not conclusively be determined. Driveline infection is however listed in the device¿s approved labeling as an adverse event that may be associated with the use of the left ventricular assist system (lvas). A review of the device history records revealed the pump met all applicable specifications upon product release. No further information is available at this time. The manufacturer is closing its file on this event.

Event description:
Additional information: it was reported that the driveline infection was due to trauma, when the patient reportedly slammed a door and got the driveline caught in it. The patient was treated with antibiotics and the infected exit site wound was debrided; however, the infection did not clear. The patient subsequently underwent a pump exchange on (B)(6) 2012.

Manufacturer narrative:
The manufacturer was advised that the explanted lvad pump will not be returning for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. The user facility report (B)(4) was received from the (B)(4) registry.